Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on successfully after battery installation. No failed batt test alarms noted. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit also passed the sleep current measurement, active current measurement test, and self test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms were recorded to confirm complaint code. All buttons were tested while navigating the menus. All buttons functioning properly and no moisture damage or anomalies noted on keypad traces upon the removal of the keypad overlay. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Unit functioning properly. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay and stained keypad overlay. In conclusion customer concerns were not confirmed during testing. Unit was tested successfully, with no unexpected no delivery alarms, no failed batt, no keypad related anomalies and unit communicated properly using link 3 meter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the transmitter and insulin pump, reported past event of insulin flow block alarm, keypad anomaly, battery failed alarm and a crack on reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-397a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-7841zn, mmt-397a, mmt-332a, mmt-1884.